Event description:
It was reported a cerebral vascular accident (cva) occurred. A concomitant ablation procedure was performed using the farapoint ablation catheter with a watchman closure device under deep sedation, with an irrigation flow rate of approximately 120 ml/min, an activated clotting time (act) of 360, and pre-procedure thrombus exclusion completed via left-sided intracardiac echocardiography (ice) imaging and prior watchman device assessment. Use of the catheter to perform roof ablation constituted off-label use of the catheter. A watchman access system (was) and an unknown watchman laa closure device & delivery system (wds) was selected for use. A versacross fixed was used for transseptal puncture. The procedure was successfully completed without intraoperative complications, and the patient was discharged the same day before stroke symptoms occurred. Later that evening, the patient presented to a different hospital with acute facial droop. Computed tomography imaging (cti) and magnetic resonance imaging (MRI) were completed, and subsequent clinical evaluation suggested a stroke. The treating physician noted a possible shower of emboli possibly due to air, and believe it could be thrombotic. The patient was treated for stroke at another hospital, but the treatment performed was unknown, and the patient is expected to fully recover. It was further reported that there were no signs of intracardiac thrombus. The patient was on eliquis (5mg) at the time of the stroke. A total of 66 applications were performed during the procedure, with a farawave catheter used for pulmonary vein and roof ablation and farapoint used for the anterior mitral line; the farapoint catheter was delivered using a faradrive sheath, and no additional mapping catheters were used. There were no issues with anticoagulation management, with the first act after the initial heparin dose measuring 360 seconds, and the patient was on an oral anticoagulation regimen per the physician. No defects were noted on the watchman device, no thrombus was observed on any devices, and no air was visualized or suspected at any time during the procedure, with all exchanges appropriately aspirated and flushed. No EKG changes were noted throughout the case, deep sedation was used without any abnormal breathing observed, and according to the physician, no medical intervention was required and no thrombectomy was performed. The current status of the patient as of 19 march 2026 is pending confirmation from the physician; however, at last assessment, the patient was expected to fully recover. No issues were noted with transseptal access with the versacross fixed sheath. The physician did not believe the transseptal contributed to the complication and was hypothesizing that air contributed as the CT and MRI showed a shower of emboli.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Manufacturer narrative:
Device technical analysis: the device was not returned for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record (DHR) review: a ship history could not be performed with the information provided and therefore did not yield any results for possible lot numbers. The DHR review could not be performed as the lot number was not provided. Labeling review: the device was used for flutter in a roof ablation, which is considered off label use of the farawave catheter. The catheter is intended to be used to treat paroxysmal atrial fibrillation. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the farawave device confirmed that the events of cerebral vascular accident (cva), air embolism, and facial paralysis are events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported events of cerebral vascular accident (cva), air embolism, and facial paralysis are known inherent risks of the farawave device. Cerebral vascular accident (cva), air embolism, and facial paralysis are expected procedural complications addressed within the IFU for the farawave. Additionally, has assigned a code of cause traced to intentional off-label, unapproved or contraindicated use as the farawave catheter is intended for the treatment of paroxysmal atrial fibrillation, persistent atrial fibrillation, pulmonary vein isolations and posterior wall ablations. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a cerebral vascular accident (cva) occurred. A concomitant ablation procedure was performed using the farapoint ablation catheter with a watchman closure device under deep sedation, with an irrigation flow rate of approximately 120 ml/min, an activated clotting time (act) of 360, and pre-procedure thrombus exclusion completed via left-sided intracardiac echocardiography (ice) imaging and prior watchman device assessment. Use of the catheter to perform roof ablation constituted off-label use of the catheter. A watchman access system (was) and an unknown watchman laa closure device & delivery system (wds) was selected for use. A versacross fixed was used for transseptal puncture. The procedure was successfully completed without intraoperative complications, and the patient was discharged the same day before stroke symptoms occurred. Later that evening, the patient presented to a different hospital with acute facial droop. Computed tomography imaging (cti) and magnetic resonance imaging (MRI) were completed, and subsequent clinical evaluation suggested a stroke. The treating physician noted a possible shower of emboli possibly due to air, and believe it could be thrombotic. The patient was treated for stroke at another hospital, but the treatment performed was unknown, and the patient is expected to fully recover. It was further reported that there were no signs of intracardiac thrombus. The patient was on eliquis (5mg) at the time of the stroke. A total of 66 applications were performed during the procedure, with a farawave catheter used for pulmonary vein and roof ablation and farapoint used for the anterior mitral line; the farapoint catheter was delivered using a faradrive sheath, and no additional mapping catheters were used. There were no issues with anticoagulation management, with the first act after the initial heparin dose measuring 360 seconds, and the patient was on an oral anticoagulation regimen per the physician. No defects were noted on the watchman device, no thrombus was observed on any devices, and no air was visualized or suspected at any time during the procedure, with all exchanges appropriately aspirated and flushed. No EKG changes were noted throughout the case, deep sedation was used without any abnormal breathing observed, and according to the physician, no medical intervention was required and no thrombectomy was performed. The current status of the patient as of (B)(6) 2026 is pending confirmation from the physician; however, at last assessment, the patient was expected to fully recover. No issues were noted with transseptal access with the versacross fixed sheath. The physician did not believe the transseptal contributed to the complication and was hypothesizing that air contributed as the CT and MRI showed a shower of emboli.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Corrected to indicate that additional response noted that the device itself is not available and is not expected to return for analysis. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a cerebral vascular accident (cva) occurred. A concomitant ablation procedure was performed using the farapoint ablation catheter with a watchman closure device under deep sedation, with an irrigation flow rate of approximately 120 ml/min, an activated clotting time (act) of 360, and pre-procedure thrombus exclusion completed via left-sided intracardiac echocardiography (ice) imaging and prior watchman device assessment. Use of the catheter to perform roof ablation constituted off-label use of the catheter. A watchman access system (was) and an unknown watchman laa closure device & delivery system (wds) was selected for use. A versacross fixed was used for transseptal puncture. The procedure was successfully completed without intraoperative complications, and the patient was discharged the same day before stroke symptoms occurred. Later that evening, the patient presented to a different hospital with acute facial droop. Computed tomography imaging (cti) and magnetic resonance imaging (MRI) were completed, and subsequent clinical evaluation suggested a stroke. The treating physician noted a possible shower of emboli possibly due to air, and believe it could be thrombotic. The patient was treated for stroke at another hospital, but the treatment performed was unknown, and the patient is expected to fully recover. It was further reported that there were no signs of intracardiac thrombus. The patient was on eliquis (5mg) at the time of the stroke. A total of 66 applications were performed during the procedure, with a farawave catheter used for pulmonary vein and roof ablation and farapoint used for the anterior mitral line; the farapoint catheter was delivered using a faradrive sheath, and no additional mapping catheters were used. There were no issues with anticoagulation management, with the first act after the initial heparin dose measuring 360 seconds, and the patient was on an oral anticoagulation regimen per the physician. No defects were noted on the watchman device, no thrombus was observed on any devices, and no air was visualized or suspected at any time during the procedure, with all exchanges appropriately aspirated and flushed. No EKG changes were noted throughout the case, deep sedation was used without any abnormal breathing observed, and according to the physician, no medical intervention was required and no thrombectomy was performed. The current status of the patient as of (B)(6) 2026 is pending confirmation from the physician; however, at last assessment, the patient was expected to fully recover. No issues were noted with transseptal access with the versacross fixed sheath. The physician did not believe the transseptal contributed to the complication and was hypothesizing that air contributed as the CT and MRI showed a shower of emboli.